Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the cath lab for a revision due to rv lead measurements due to high out of range pacing lead impedance and pacing threshold. It was noted that removal of the rv setscrew was very difficult to remove. After removing the leads, the leads tested normal. The physician elected to replace the generator. The procedure was performed without complication and the patient is in stable condition.